Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was twisted instead of forming properly. It is unknown how the procedure was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t92r0r. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and one scissored clip was returned inside a plastic bag. In addition, a picture was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a scissored clip from top view. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot t92r0r number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92r0r number, and no non-conformances were identified.